Manufacturer narrative:
A ge oec svc rep investigated the issue and found a set screw on the motion feedback potentiometer causing the motion errors. The sys was adjusted for normal functionality. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9900 fluoroscopy sys had a malfunction of the remote user interface (rui) for sys motorized positioning of sys.